Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic gastric hemostasis procedure for treatment. The clinician stated that while manipulating the resolution clip device within an antrum, the device prematurely deployed. The clinician also stated that the anatomy was not tortuous and the device was not in a retroflex position. The pt did not sustain any complications or ill effects as a result of this issue. The device used by the customer was past its expiration date. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.